Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the harmonic ace instrument suddenly was not recognized and a "release the pressure" error message was displayed. After removing the harmonic ace instrument, the instrument blade was found to be broken and had fallen inside the patient's cavity. The broken off blade was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the instrument blade broke and fell inside the patient. The fragment was retrieved during the same procedure. All fragment(s) were confirmed to have been retrieved via a visual inspection. Additional surgical procedures or post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument during the procedure. It was unknown how long the instrument was used prior to the issue but the instrument did not collide with any other instruments or other hard material during use. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No misuse was observed. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Based on the customer complaint of the blade of the harmonic ace instrument breaking off, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the distal end. The broken piece measured approximately 0.734", and was returned with the instrument. The instrument was placed on an in-house generator and the error message "replace instrument" was present during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding broken blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Corrected information is found in the following fields based on the updated primary product: d4 (product lot number and unique identifier number), and h4 (device manufacture date). The procedure being performed on the date of the event was a benign hysterectomy.

Event description:
Refer to h10/h11 for follow-up information.